Manufacturer narrative:
Result: the cat6 was ovalized approximately 125.5, 128.0, and 130.0 through 133.5 cm from the hub. The cat6 was ovalized and, therefore, the catheter was not functionally tested. Conclusion: evaluation of the returned cat6 revealed that the catheter was ovalized. If the introducer sheath is not properly used and the tip of the device is forcefully gripped during insertion, damage such as ovalization may occur. The cat6¿s peel-able sheath and the non-penumbra sheath identified in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01886.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to advance a cat6 into a 7f non-penumbra sheath using the peel away sheath, the physician experienced resistance and subsequently, the tip of the cat6 became kinked/flattened; therefore, it was removed. The physician then opened a new cat6 but the same issue occurred; therefore, it was also removed. The procedure was completed using a new cat6 and a different 7f non-penumbra sheath. There was no report of an adverse effect to the patient.